Event description:
It was reported that the target lesion was in the left anterior descending artery, with a vessel diameter of 2.5 mm, and a lesion length of 13 mm. The vessel had no tortuosity, was moderately calcified, was concentric, de novo, with a 90% stenosis. A non-abbott guide wire was crossed and predilatation was performed with a non-abbott balloon. After deployment of a 2.5 x 15 mm xience v, post dilatation was performed with the 2.5 x 8 mm voyager nc; however, the balloon ruptured on the first inflation of 16 atmospheres, for 10 seconds. A new voyager nc was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: radiguide 6 f jl3.5. Stent: xience v 2.5 x 15. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices, the stent implant and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. Return of the voyager nc may have ultimately aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.